Manufacturer narrative:
This is an expected adverse event, described as one of the events that can occur in a heart valve patient, as listed in section 5 of the on-x heart valve instructions for use. It is defined as valve-related and thus being reportable. If our inquiries to the hospital provide any of the missing information, a follow-up report will be filed. (B)(4).

Event description:
Very little information is known as of this date, 28 days after "first becomes aware", and is still being investigated. Dr. (B)(6) contacted the on-x sales rep. Regarding a patient with an on-x aortic implant who had a stroke a few weeks post-operative. As stroke is defined in the aats/sts guidelines as valve-related and thus reportable, this is being reported in this initial report. The implant date is unknown, the device serial number is unknown, patient information is unknown, any medical intervention due to the event is unknown.